Event description:
Upon processing the data in certain applications, the expoerted dicom results have "study date" tag value as the "current date". Any search performed in pacs based on "study date" provides incorrect results: as the study date is changed to current date.

Manufacturer narrative:
(B)(4).